Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on 04/21/2016 to report that the patient passed away, at home, on (B)(6) 2016. Patient's wife stated that the patient was in hospice care beginning (B)(6) 2016, for approximately two days. Patient's wife stated that the patient's death was caused by many issues, including: diabetes, parkinson's disease and a broken hip. The patient was not wearing the continuous glucose monitor (cgm) at the time of death, as he was on oxygen therapy. Patient's obituary states that the patient passed away after a long illness. There was no alleged device malfunction. A certificate of death was not provided. No additional event or patient information is available.